Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. (B)(6).

Event description:
Caller states the patient tested 3.2 inr on coaguchek system 1 and 1.3 inr on coaguchek system 2 during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.